Event description:
Healthcare professional reported "bilateral exchange from textured to smooth due to concern with the product as well as bilateral capsular contracture baker grade iii." Later, healthcare professional reported that scar tissue was sent for pathology. Device has been explanted and replaced. This complaint is for the right side device.

Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: crease fold observed on the device. White calcification observed outside the device. Observed a broken assessed as surgical damage and missing shell assessed as inclusive. No further actions are required as the device was implanted.

Manufacturer narrative:
(B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "bilateral exchange from textured to smooth due to concern with the product as well as bilateral capsular contracture baker grade unknown." Later, healthcare professional reported that scar tissue was sent for pathology. Device has been explanted and replaced. This complaint is for the right side device.